Event description:
It was reported that the patient received inappropriate shocks. Far field p-wave oversensing and reduced r-waves were noted on the right ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead (B)(6) 2001. (B)(4).